Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure involving the diamondback 360 orbital atherectomy system a vessel perforation occurred. Per the procedure note, following angiography, a viperwire was passed through the target lesion and into the popliteal artery. A 1.5mm diamondback oad was introduced and several runs were performed from the origin of the vessel down through the popliteal. The runs were performed at 60k rpms and 130k rpms. The crown passed easily with nice debulking achieved. The physician elected to upsize to a 2.0mm diamondback oad for additional lumen gain. Runs were performed at low, medium and high speeds with nice progress into the popliteal. Calcification remained at the adductor canal, so additional runs were performed at this location. These passes elicited pain and the device was more difficult to move. A follow-up angiogram revealed a perforation. The oad and viperwire were wrapped with tissue requiring them to be removed as a unit. Vessel access was regained with a 0.014" system and pta was performed from the popliteal through the origin of the sfa with a 4.0mm balloon. The system was exchanged for a 0.018" guide wire and a 5x40mm balloon to treat the reentry site. A 5x100mm stent was placed from the mid popliteal up through the perforation into the sfa and was post dilated with a 5mm balloon at 8 atms. The upper segment (which had been treated with the diamondback oad but was not stented) was then post dilated at 4 atms. Follow-up angiogram demonstrated a widely patent sfa with some areas of very subtle dissection which the physician elected not to further treat beyond low pressure balloon inflation. Excellent runoff was obtained and the right common femoral artery and profunda were patent. Post intervention, the vessel measured 4.5mm to 5.0mm in diameter. It remained diffusely irregular with some areas of slight intimal disruption. The stent was widely patent. There was some modest disruption of the tibioperoneal artery beyond the anterior tibial, but it remained widely patent with excellent flow to the foot.

Manufacturer narrative:
(B)(4)